Manufacturer narrative:
A ge service representative performed an on site investigation. The limit switch was released and adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system's motorized arm locked up in the upper position. No report of patient or staff injury.